Manufacturer narrative:
The device was not returned for analysis. Hemorrhage is a known risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Attempts to obtain additional information have been made, however, a response has not been received. When a response with additional information is received a supplemental report will be submitted. Mdrs related to this event: 2029214-2016-00551, 2029214-2016-00552, 2029214-2016-00553.

Event description:
Medtronic received report of icad treatment with full dose tissue plasminogen activator (tpa). A solitaire 4x40 and marksman were delivered to a2. After pull back there was report extravasation of contrast within the internal carotid artery (ica) /a1. A balloon was used to control the bleed, which was reported to have stopped the hemorrhage. Post intervention, there was report of mild right hemiparesis. Three days post intervention, computed tomography (CT) image looked better, but later that night the patient was reported to have experienced a tonic-clonic seizure. Under angio, ica/a1 pseudo aneurysm was identified. This was reported to have been treated with placement of a pipeline (3x14). The procedure was reported to have gone well. However, the patient expired on day 6. The cause of death was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.